Event description:
Reportedly, atrial oversensing was noticed. Both atrial and ventricular leads were implanted at the same time as the device on (B)(6) 2025. Twin trace rate response was programmed on at implant and the interference pattern on the atrial lead was noticed when the device was interrogated two hours post-implant at 18:14 and 18:36. The atrial oversensing looks like mv oversensing. It had been advised to reprogram the rate response to gravitometer. Pdf printouts are attached and expertise files have been requested. The programmer version is smartview 3.16.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, atrial oversensing was noticed. Both atrial and ventricular leads were implanted at the same time as the device on (B)(6) 2025. Twin trace rate response was programmed on at implant and the interference pattern on the atrial lead was noticed when the device was interrogated two hours post-implant at 18:14 and 18:36. The atrial oversensing looks like mv oversensing. It had been advised to reprogram the rate response to gravitometer. Pdf printouts are attached and expertise files have been requested. The programmer version is smartview 3.16.

Manufacturer narrative:
The device involved in this MDR report is not approved in the us; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the us. The review of provided data confirmed the reported issue: the regular atrial oversensing on (B)(6) 2025 at 18h14 is due to oversensing of the minute ventilation (mv) sensor. In addition to mv sensor oversensing, there is suspicion of issue on the atrial lead/atrial lead connection. The subject device borea sn (B)(6) has been implanted on (B)(6) 2025. It has been connected to two medtronic leads that were also primo implanted on (B)(6) 2025: the pdf files of the in-clinic data from (B)(6) 2025 at 18h09 and 18h36 have been provided as well as the x-ray of the implantation. Post implantation, the electrical measurements are normal and the x-ray from the implantation shows normal atrial and ventricular lead positioning. The connections of both leads to the subject pacemaker looks good. During in-clinic measurements, oversensing of the mv sensor has been detected and is present on the egm and marker chain here below: regular signal at 125ms in the atrium in addition to normal spontaneous rhythm as-vs recorded at 18h14. Additional atrial oversensing, different from the mv oversensing has been detected: three different morphologies for the p-waves and two different morphologies for the atrial spikes. The origin of the non-physiological atrial signals is unknown. It could be located at atrial lead level or at the atrial connection level. Based on available data none of them can be confirmed with certainty, even if the atrial connection of the provided x-ray looks good. It cannot be excluded that the atrial oversensing from the mv sensor is due to the atrial lead status. Since no expert data and no data since 19 march 2025 have been provided, no further investigation could be performed. This case is retained and utilized for trending purposes.

Manufacturer narrative:
The review of provided data confirmed the reported issue: the regular atrial oversensing on (B)(6) 2025 at 18h14 is due to oversensing of the minute ventilation (mv) sensor. In addition to mv sensor oversensing, there is suspicion of issue on the atrial lead/atrial lead connection. The subject device borea sn (B)(6) has been implanted on (B)(6) 2025. It has been connected to two medtronic leads that were also primo implanted on (B)(6) 2025: the pdf files of the in-clinic data from (B)(6) 2025 at 18h09 and 18h36 have been provided as well as the x-ray of the implantation. Post implantation, the electrical measurements are normal and the x-ray from the implantation shows normal atrial and ventricular lead positioning. The connections of both leads to the subject pacemaker looks good. During in-clinic measurements, oversensing of the mv sensor has been detected and is present on the egm and marker chain here below: regular signal at 125ms in the atrium in addition to normal spontaneous rhythm as-vs recorded at 18h14. Additional atrial oversensing, different from the mv oversensing has been detected: three different morphologies for the p-waves and two different morphologies for the atrial spikes. The origin of the non-physiological atrial signals is unknown. It could be located at atrial lead level or at the atrial connection level. Based on available data none of them can be confirmed with certainty, even if the atrial connection of the provided x-ray looks good. This case is retained and utilized for trending purposes. A re-intervention took place before (B)(6) 2025 for rv lead repositionning and since this reintervention, no noise has been detected on the atrial channel. Atrial lead connection issue is the most probable hypothesis to explain the reported issue.

Event description:
Reportedly, atrial oversensing was noticed. Both atrial and ventricular leads were implanted at the same time as the device on (B)(6) 2025. Twin trace rate response was programmed on at implant and the interference pattern on the atrial lead was noticed when the device was interrogated two hours post-implant at 18:14 and 18:36. The atrial oversensing looks like mv oversensing. It had been advised to reprogram the rate response to gravitometer. Pdf printouts are attached and expertise files have been requested. The programmer version is smartview 3.16.